Event description:
Boston scientific received information that the patient with this device exhibited syncope due to atrial fibrillation. As a result, the device was reprogrammed. No further adverse patient effects have been reported and the device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.